Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was seeing a 'please wait' message on the controller and that the controller would not communicate with the ins. This occurred on the way back from the patient's first programming session. The patient also reported that they were feeling intermittent stimulation, the patient felt like it was turning on and off. The rep met with the patient and reported that they had a 'settings not available' oor message on the controller and the tablet. The rep decreased the pulse width to 700, and it was reviewed that they could consider charging electrodes that were providing stimulation, checking impedances on programmed electrodes, and decreasing intensity until the oor cleared, but the issue did not resolve. The rep was going to try electrodes with good impedance values and attempt reprogramming. The rep called back and stated that they tried reducing the intensity to zero on an active group and then gradually increasing. It was noted that the patient only used group a. It was reviewed that since impedance values were changing by about 1000 ohms depending on the position that patient was in there were concerns for the lead. The patient did not remember any strong sensations or noises that could be related to a lead migration or anchor pop, and that they could wait to see if the lead needed to scar into place for impedances to normalize. It was noted that the rep was able to turn stim up and have the patient feel it in the appropriate location. If this did not occur then they would review potential revision. It was again stated that the patient was perceiving stim on and off but seeing that stim was on. The rep saw that stim was set to 15 min/15 min cycling. She turned this feature off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the intermittent stimulation was due to cycling. The intermittent stimulation was resolved once the cycling feature was turned off. The cause of the oor was not determined. No further steps were taken to resolve the oor message. Tech services advised the rep to wait a week and see if anything changed. The patient's weight was unknown at the time of the event. This information was confirmed with the physician. No further information was reported.